Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). It reported that initially the complaint was found that it was preventive maintenance. Later it was noticed that the unit required repair. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. The last repair was on (B)(6) 2017. On (B)(6) 2018 it was reported that initially preventative maintenance was needed. Later, it was noticed that the unit required repair. The initial inspection showed that the hose was damaged and the motor ran erratically. The calibration was out at zero setting only and the control bar was in the correct position. The hose, motor, o-rings, and bearings were replaced on the device. The device was tested and calibrated to specifications. Reference number (B)(4) dated (B)(6) 2018. While this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Based on the information provided, this investigation determined that there is no need for further action (ie/CAPA/scar/hhe/d) at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
It was reported that a zimmer air dermatome required repair. The device was sent in only for annual/preventative maintenance and there was no event. However, during investigation it was discovered that the device hose was broken and the motor was running erratically. No adverse events were reported as a result of this malfunction.